Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for unrelated symptoms. Review of the vf episode revealed rv lead noise. There were no other electrical anomalies noted. The patient was stable. Further actions will be discussed with the physician.

Event description:
New information received indicates that the lead was capped due to oversensing. The patient did not experience any consequences.